Manufacturer narrative:
During failure analysis, excessive debris was noted in the nose of the device and the upper and lower bearing. The bearings were found to have corrosion on them and they may have contributed to the overheating reported due to limited rotational properties. The primary failure mode may have been caused by the debris found in the bearings and nose of the attachment. The device was repaired and returned to the customer.

Event description:
A stryker micro drill medium straight attachment was sent in for repair due to overheating. No adverse event was associated with the device; no further info was available regarding the event.